Event description:
Customer reported, that a patient developed bilateral swelling in the cheeks and tongue one week following oral surgery. The suture was removed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.